Event description:
It was reported the ipg was unable to communicate with external devices. The patient stopped charging the ipg and the ipg was deemed inoperable. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.